Event description:
It was reported that this implantable lead had explanted due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).

Event description:
Add'l info received on 08/07/2024 for report mw5156790 to update manufacturer to st. Jude. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).